Manufacturer narrative:
Philips service replaced the ceiling rail, cam, and toothed belt, calibrated the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the c-arm rails dissent and metal chips were found, causing movement to stall on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.